Event description:
The customer reported that the touchscreen was not working. Some of the buttons to scroll and change settings are not working and will not change. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The device was evaluated by the clinical engineering team, and it was determined that the issue was corrected via touchscreen calibration. The service engineer performed performance verification testing. No faults were found. The device was returned to service.